Event description:
Related manufacturer number: 2017865-2022-11762 and 2017865-2022-11763. During follow-up, increased capture threshold was observed on the right ventricular (rv) and left ventricular (lv) leads. Abbott technical support was contacted and records were reviewed revealing the device was previously reprogrammed due to low pacing impedance on the rv lead. During the revision procedure, insulation abrasion was observed on the rv lead and right atrial (ra) lead. The event was resolved by capping the rv, lv and ra leads and implanting new ra and rv leads. The patient was in stable condition.